Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the cause of the bleeding at the sheath insertion site is unknown; it was reported that there was bleeding between the sutures. The mild aortic root calcification could have been a contributing factor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that following the successful transaortic deployment of a 26mm sapien valve the incision site was closed in a normal surgical fashion without issue. The patient was extubated and was in stable condition. Approximately 30 minutes later there was bleeding from the incision site. The patient was reintubated and the incision was opened to contain the bleeding. It was noted that bleeding was associated with the sheath insertion location and the purse string sutures were intact. The patient was put on cpb to control the bleeding and repair the aorta. The aorta was repaired with the placement of additional sutures and the incision was closed in usual fashion. The patient was transported to ICU in stable condition; to be extubated later that day.